Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the leads had high impedances. The patient underwent lead replacement procedure.